Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother called to report issues with the insulin pump. Customer's grandmother stated that the insulin pump may not be working. Customer's grandmother also reported that the customer is experiencing high blood glucose levels and ketones. Customer's blood glucose levels at the time of the incident was 499 mg/dl. Customer reported symptoms related to their high blood glucose levels include nausea. Customer's grandmother was not able to troubleshoot at the time of the call. Therefore, the root cause of the customer's high blood glucose levels could not be determined. Product is not being returned or replaced.